Manufacturer narrative:
B1: added product problem, this was omitted in error on the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary - vessel perforation: the cause of the injury was not determined due to insufficient clinical details. Patient device interaction problem: the cause of the patient device interaction problem was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient outcome.

Event description:
An impella cp was inserted via left femoral arterial access in a 57-year-old female who presented with acute myocardial infarction complicated by cardiogenic shock. The patient was receiving inotropic support, vasopressor therapy, and mechanical ventilation for respiratory support at the time of the procedure. During vascular access, a short peel-away sheath was placed. While attempting wire advancement, resistance was encountered, and the wire was unable to pass. Contrast injection was performed, which demonstrated iliac artery dissection with associated vessel perforation on fluoroscopic imaging. A vascular interventionalist was consulted, and balloon tamponade of the iliac artery was performed via contralateral access as part of emergent management. The patient required surgical intervention. Despite intervention, the patient¿s clinical condition deteriorated in the setting of cardiogenic shock and critical illness. Based on review of the available information, the reported vessel perforation, need for surgical intervention, and subsequent death are consistent with known risks associated with large-bore femoral arterial access, underlying vascular anatomy, critical illness, and cardiogenic shock. Death will be reported conservatively as the family withdrew care. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient outcome. The patient expired.